Manufacturer narrative:
(B)(4). All available information indicated that the hospital kept this device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. The product was explanted.